Event description:
Approximately two years after implant, the patient reported that the neck lead/cord had become visibly prominent beneath the skin and appeared externally as a "big circle" in the neck region. The patient stated that the visible appearance of the lead contributed to the decision to have the device explanted and also reported limited therapeutic benefit from the device. During the explant procedure, the surgeon reported that the lead could not be completely removed because it was encased in scar tissue.